Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient underwent an acdf in 2010 using rhbmp-2/acs. In 2011, the patient underwent another acdf to treat failed fusion and extend the fusion levels using rhbmp-2/acs. Post-op, the patient's symptoms included difficulty swallowing and pain. The patient developed stomach and esophagus cancer which were detected incidentally when the patient had difficulty swallowing after surgery. The patient is undergoing radiation and chemo for the cancer, and per the patient, he "underwent 6 weeks of chemo radiation and major surgery which included removal of stomach." A CT scan of the neck reportedly shows bone growing and spurs in the "exit nerve" at c6-7. The patient has more pain now than before the 2011 surgery. Patient has undergone pain management. Patient was diagnosed with failed back surgery. The patient is on a feeding tube and quality of life is not good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery at c5-7 in which rhbmp2/acs was used.